Manufacturer narrative:
H6: investigation: a device history review was conducted for lot number 0297081. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text: see h10.

Event description:
It was reported that after insertion with a bd pegasus¿ safety closed IV catheter system the prn was discovered to be leaking blood. The prn was replaced, there was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: after inserting the indwelling needle, it was found that the prn of the indwelling needle leaked blood, so the prn was replaced.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after insertion with a bd pegasus¿ safety closed IV catheter system the prn was discovered to be leaking blood. The prn was replaced, there was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: after inserting the indwelling needle, it was found that the prn of the indwelling needle leaked blood, so the prn was replaced.